Manufacturer narrative:
Due to character restrictions, event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit optical calibration was not possible. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: (site country), (type of investigation, investigation findings, component codes, investigation conclusions), additional information: e1(event site postal code:(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and found there was a problem with the optical output value, so the fiber optic module was replaced, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.